Event description:
Bayer case number: (B)(4). Frequent abdominal pain [abdominal pain] allergic skin reactions [allergic skin reaction] frequent vaginal infections [vaginal infection]. Case narrative: the below report was received by health authority us FDA (reference number: mw5166014) on 26-feb-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("frequent abdominal pain") in a 36-year-old female patient who had essure inserted (lot no. Cs000x7) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6)2025 she experienced abdominal pain (seriousness criterion medically important), dermatitis allergic ("allergic skin reactions") and vaginal infection ("frequent vaginal infections"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to dermatitis allergic, abdominal pain or vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Frequent abdominal pain [abdominal pain], allergic skin reactions [allergic skin reaction] , frequent vaginal infections [vaginal infection] . Case narrative: the below report was received by health authority us FDA (reference number: mw5166014) on 26-feb-2025. The most recent information was received on 19-mar-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("frequent abdominal pain") in a 36-year-old female patient who had essure inserted (lot no. Cs000x7) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6) 2025 she experienced abdominal pain (seriousness criterion medically important), dermatitis allergic ("allergic skin reactions") and vaginal infection ("frequent vaginal infections"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to dermatitis allergic, abdominal pain or vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78 kg. Lot cs000x7 expiration date 28-apr-2018 date of MFR 10-jul-2015. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 19-mar-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.